Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found 1 sample to have the eyes punched too close to the tip end. This may occur during the punching operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the drainage eyes on the catheter were placed too close to the end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes on the catheter were placed too close to the end.